Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error regarding an unexpected hardware reset on the insulin pump. Customer was back on insulin pens and stated that the alarm happened at night during basal. Customer stated that there was a message to rewind the pump and customer was able to complete the rewind without any alarms. Customer was asked to set a normal bolus daily history. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was monitor and no unexpected pump error 29 noted. The insulin pump was received with scratched case and keypad overlay texture damage.